Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributted to incorrect/improper storage and use of the device. Our review of the device's log file showed that the electrodes were not plugged in. This prevented the self-tests and caused premature battery depletion. To ensure proper operation, the users guide instructs that the electrode pads should be attached at all times. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.